Event description:
I bought several sets of contacts from the company listed in the attached pictures. Six contacts caused significant irritation to my eyes, within a week or two of putting them in, even though the lenses should last a month. I wrote to the company, requested replacements, and they responded by asking the same questions repeatedly, emailing me back as if I didn't already answer those same questions, and then making an excuse for not sending replacements.